Event description:
A caller reported experiencing multiple intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several corrective measures, including disconnecting the tubing and delivering boluses to address the alarms. The occlusion alarm persisted during attempts, but eventually, a successful bolus delivery occurred after loading a new, empty cartridge onto the pump. The customer was advised to replace supplies as necessary and resume insulin, with a follow-up for additional assistance requested.